Manufacturer narrative:
(B)(4) the patient experienced peritonitis. The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date in the month prior to the receipt of this report, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. The patient was reported to no longer be on peritoneal dialysis solutions. It was unknown if the patient was recovering or was recovered from the peritonitis event. No additional information is available.